Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 475 mg/dl while wearing the pod between 4 and 24 hours. The patient reported their blood glucose was high after eating breakfast, so they went for a walk and rode their bicycle in an attempt to lower her blood glucose levels. The patient's chest started to hurt, so her husband called 911 who transported her to the hospital. The patient was treated with 5 units of novolog insulin, morphine for pain, maalox, novocain, IV (intravenous) fluids, something for nausea and baby aspirin. Upon review of the patient's pump settings, it was found that the controller was programmed incorrectly, and the setting amounts were not adequately set to control or lower the blood glucose levels. The patient was released 5 hours later. The pod was worn when seeking medical attention.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g7.